Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device product code w9560 lot mc7ccmm, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The suture broke when sewing the muscle in correction of concomitant strabismus. Changed to another device to complete the surgery. There were no adverse patient consequences reported.